Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported baker grade "I". Healthcare professional also reported pain. Healthcare professional reported "hole, non-specific" on rga.

Event description:
Healthcare professional reported "left side firm, possible capsular contracture baker grade unknown." Healthcare professional later reported baker grade "I". Healthcare professional also reported pain. Healthcare professional reported "hole, non-specific" on rga. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "left side firm. Possible capsular contracture, baker grade unknown". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Device has been explanted and replaced.